Event description:
It was reported that the 9600+ system c-arm will not oblique. There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. When additional information is provided. It will be reported as required.